Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee), imaging information showed a pedunculated, non-mobile, device related thrombus (drt). There was no intervention performed to treat the thrombus.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee), imaging information showed a pedunculated, non-mobile, device related thrombus (drt). There was no intervention performed to treat the thrombus. It was further reported that the thrombus was noted on the atrial face surface of the closure device. The patient was switched to dual antiplatelet therapy (dapt). It was further reported that the patient was taking apixaban 5mg twice daily before the procedure and after the procedure the patient was then randomized to aspirin 81mg. The thrombus was biased toward the limbus.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee), imaging information showed a pedunculated, non-mobile, device related thrombus (drt). There was no intervention performed to treat the thrombus. It was further reported that the thrombus was noted on the atrial face surface of the closure device. The patient was switched to dual antiplatelet therapy (dapt).

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code updated from f26 no health consequences or impact to f2303 medication required.